Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017, and the patient was discharged home. Three days later the patient called the physician with a fever and presented to the emergency room (ER). The physician performed a computed tomography (CT) scan which revealed no issues. The patients "white blood count was normal and the physician thinks it could be endometritis". The physician administered antibiotics and the patient was discharged home.